Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 559 mg/dl. Cause of elevated bg level was unknown; however customer reportedly had an urinary tract infection and believed this contributed to elevated bg levels; however this could not be confirmed. Reportedly, customer was using ademlog for insulin delivery. Bg was treated with an unspecified intravenous treatment. Reportedly, customer left the ER 6 hours later in unstable condition; however customer was not admitted to the hospital (bg 368 mg/dl).